Manufacturer narrative:
Concomitant medical products: w4tr02 crtp, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead dislodged. The rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.